Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Perforation, peritonitis and sepsis are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient complained of not feeling well, had no appetite, complained of side pain and difficulty breathing. The assisted living facility staff thought she might be dehydrated. On (B)(6) 2022, she was taken to hospital and was diagnosed with a perforated bowel and sepsis. Surgery was performed to remove the tubing and repair the perforated bowel. Per the patient's daughter, the physician stated he thought the wall of the stomach and peritoneum separated and caused leaking of contents. The surgeon told the daughter he had to remove tissue from around the stoma area and closed the area with staples. The patient was weak and frail, put on a ventilator and not sedated because her blood pressure was too low. The physician stated her heart rate was "all over the place", she had no neurological response after the surgery and had poor kidney function. The patient's blood pressure and heart rate dropped and there was nothing they could do to save her. On (B)(6) 2022, she passed away.